Event description:
It was reported that prior to use with 2 bd vacutainer® precisionglide¿ multiple sample needle foreign matter was discovered on needle. The following information was provided by the initial reporter, translated from chinese to english: during the inspection process of opening the package, there were foreign objects in the middle of the steel needle and at the needle tip, which did not affect the patient or the user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.